Event description:
Customer reported an issue with a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by confirming that consecutive cartridges had experienced alarms and decided to replace the pump, which was under warranty. Customer was informed that they would receive a replacement pump with updated software and advised to return the problematic pump within 10 days using provided instructions to avoid charges. Instructions were also provided on how to put the pump into storage mode and on programming and connecting the replacement pump to their continuous glucose monitor (cgm). Customer opted not to require a signature upon delivery and will use multiple daily injections (mdi) as backup therapy.